Event description:
It was reported that during a gastric surgery procedure the device fired malformed staples. The case was completed with sutures. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.